Manufacturer narrative:
The customer's complaint that the autopulse platform (B)(6) displayed an "error", and "realign patient" message was confirmed based on the archive data review but not during the functional testing. Based on the archive, the platform displayed fault 41 (patient temperature sensor failure) and a "check patient alignment" message, confirming the reported complaint. These error messages were not replicated throughout the testing at zoll. Nevertheless, the temperature sensor was replaced as a preventive precaution, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. A review of the archived data revealed that autopulse stopped compression twice due to fault 41 - patient temperature sensor failure recorded around the event date and displayed the "check patient alignment" message. The patient contact surface temperature sensor is outside of the normal range of 45°c during the power-on-self-test or during take-up. The temperature sensor also recorded readings of 127 degrees celsius multiple times before the event date. The autopulse platform passed the functional testing without error or fault. Performed the run_in test using the 95% patient test fixture (lrtf) with good known test batteries, until discharged without fault or error. After various testing techniques, the temperature sensor is fully functional. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).

Event description:
Patient #2: while using the autopulse platform (B)(6) to resuscitate a 60-year-old male patient in cardiac arrest, the crew encountered an error on the lcd that read "realign patient." After attempting to realign the patient and pressing restart, the platform showed an "error" message. Manual CPR was performed for the remainder of the call. The patient's status information was requested, but the customer responded, "unknown." Per the customer, the error was not duplicated back at the station.